Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current gel mark ultra and gel mark ultracor breast biopsy marker instructions for use (ifus) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that after implantation of a metal type breast tissue marker, the patient allegedly experienced some pain and there was marker movement. There was no reported treatment provided for the patient's symptoms. The marker was removed after the breast tissue was determined to be non-malignant and the marker was no longer necessary. There was no reported patient injury. The current status of the patient is unknown.